Event description:
Report received of no audible alarms. The customer contact reported that the pump did not audibly alarm during preventative maintenance testing. Reportedly the pump stopped infusing, displayed "refill, replace primary container", but there was no audible alarm. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.